Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). It was decided not to cross clamp the aorta and they were to use hs-3045. They tried to load the heartstring and said that it did not load correctly so they had to open up another hs-3045. They eventually were able to get one to load correctly (after a total of 4 that didn't load correctly) #5 and then were able to do a proximal anastomosis without any adverse patient affects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) there were 5 additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of nov 2021¿ through ¿feb 2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 / 22). The device was returned to the factory for evaluation on 03/16/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. The delivery device was returned outside the loading device. Signs of clinical use and evidence of blood was observed on the delivery device which indicates an attempt was made to introduce the device into the aorta. The white plunger was fully depressed and the blue safety was off, which allows the white plunger to be depressed. The seal and tension spring assembly was not returned for evaluation. No measurements of the delivery device were taken due to the presence of blood. Due to the non-return of the seal and tension spring assembly and the condition of the device returned, the reported failure "fitting problem" was not confirmed.